Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The camera was disassembled and inspected for anything that might cause an artifact to appear. Nothing found. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was an artifact on printed images distorting the image. There was no adverse pt involvement reported. There was no pt information reported.